Event description:
It was reported that the insulin pump was unusually loud during the rewind process. The caller stated that the device had no cracks in it and observed several no delivery alarms in the alarm history. The caller did not know the blood glucose reading and was advised that the device be replaced, since he did not feel comfortable using the device. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no unexpected loud and rewinding noted. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.